Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen becomes noised, a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the gastrointestinal videoscope exhibited a b30 scope communication error. The issue occurred during service or maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. E1: address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.